Event description:
Customer reported calibration errors. The blood glucose reading was 47 mg/dl. The sensor that the customer was using was expired. Customer later reported that the blood glucose had been brought up to 257 mg/dl. Customer treated. The blood glucose was checked again and was 40 mg/dl and customer was treated with juice and chocolate. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.